Event description:
It was reported that there was high impedance, oversensing, and noise noted on the right ventricular (rv) lead. It was further reported that there was evidence of a lead fracture in the sensing circuit of the lead. The sensing portion of the rv lead was capped and a chronic lead was programmed to sense. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 15:00:04. Weekly pace impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 798 to 4047 ohms peak between (B)(6) 2012. Sensing - oversensing: 15 - ventricular nst<=210 ms between (B)(6) 2012. Sensing - interference/noise: ventricular short interval count v-sic=23.8 counts avg/day, in 2.90 days, between (B)(6) 2012.